Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the electrode belt failed a falloff test. The cause for the failure was that the electrode belt ECG "a&b" cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged cable.

Event description:
A us distributor reported that an electrode belt's therapy electrodes were non-functional.